Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reports rainbow dci-dc3 sensor yields high spco values. Customer measures above 6% with sensor and 0-1% with a comparative rainbow dci-dc3 sensor. No consequences or impact to patient was reported.